Event description:
Customer reported a dark display issue on the pump, preventing interaction and reading the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump with an updated model, and the customer was informed about available training and backup therapy using multiple daily injections (mdi). The customer was advised on the return process for the faulty pump and acknowledged all instructions.